Event description:
It was reported that a half day infusor did not infuse. The reporter stated that after 10 hours of infusion, none of the product had infused. The device had been filled with 1000mg desferrioxamine in 52ml sodium chloride 0.9% for a total fill volume of 53ml, and had been connected to the patient using a 29 gauge thalaset needle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation information: the sample was received for evaluation. A visual inspection and flow rate testing were performed. Visual inspection did not identify any abnormalities. The fluid in the reservoir was drained until the device was empty. The devices flow rate was found to be within specification. The reported condition was not identified and could not be reproduced during evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.